Event description:
A customer reported to baxter (B)(4) of an unknown administration set that had the spike broken off when a bag of saline had been spiked to prime a giving set prior to attaching the set to a chemotherapy bag. It was reported that when the set was removed from the bag of saline, and a portion of the spike was left in the access port of the saline bag. There was no patient involvement or medical intervention involved. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was available at the plant for evaluation. Visual inspection revealed that the spike tip was broken off, hence the reported problem was confirmed. The root cause of the reported condition was not identified. Batch file review was not possible since no batch number was communicated. The product code of the device used in this situation is unknown; therefore, it does not have a us 510k number.